Event description:
Complaint#: (B)(4). Complaint: a customer stated that during training in the clinic, a patient had air in his arterial line at the initiation of treatment. Upon investigation, the air was coming from the tego/lumen connection. The customer stopped treatment and changed out the tego and the air stopped. The arterial lumen tego was changed on (B)(6) 2026 (weekly change), (B)(6) 2026 (high pressure issues), and (B)(6) 2026 (air in line). It was stated that a large amount of air was removed from the dialyzer. The customer noted that if this issue had happened in the home, the patient would have lost a cartridge of blood. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).